Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call.

Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.